Event description:
Info received on 8/7/97 indicates the entire device was removed from the pt and replaced on 8/1/97.

Manufacturer narrative:
Pump performed within specifications. Reservoir performed within specifications. Cylinder was functional. Cylinder had a wear leak.